Manufacturer narrative:
The device manufacture date was documented as feb 12, 2006 in the initial report. The date has been updated to jan 12, 2006. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgery the foot pedal device hose was leaking air. It was reported that the air leak could be coming from where the hose connected to the foot pedal. There was no delay to the surgical procedure and a spare device was not needed to complete the surgery. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.